Event description:
The patient reported hearing a 3-4 second beep coming from the device, and receiving a shock, the day after, while stretching their arms behind the back. The patient also reported feeling dizzy and lightheaded since receiving the shock. It was noted that the patient had arm lifting and moving restrictions for a period that extended for another 2 weeks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.